Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary flow: damage. Visual inspection: the depth gauge for 2.0 mm and 2.4 mm screws (part # 319.006, lot # 4899768, mfg # dec 12, 2014) was received at us cq with the needle broken off from the slider. This is consistent with the reported complaint condition, thus confirming the complaint. The body and the protection sleeve were returned. Dimensional inspection: dimensional analysis was completed, the outer diameter of the shaft close to the fracture site, measured 1.22 mm (caliper ca802). This is within specification of 1.20 to 1.25 mm, based on drawing 319_006_3 rev e. Document/specification review: the following drawing(s) was reviewed; depth gauge for 2.0/2.4 mm screws, needle. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 319.006, synthes lot number: 4899768 , manufacturing site: synthes brandywine, release to warehouse date: dec 12, 2014. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the tip of the depth gauge was noticed broken off the body of the instrument while inspecting from one of the metro sets. There was no patient involvement. This report is for 1 of 1 for (B)(4).